Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5070940/5082226.

Event description:
It was reported that the patient had difficulty charging ipg and was experiencing discomfort due to weight loss which was said to be device related. The patient underwent a full system explant procedure. The explanted ipg and leads will not be returned.